Event description:
It was reported that an unspecified valve issue occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to a transcatheter aortic valve replacement procedure, the patient had poor heart function. During the procedure, inside a previously implanted valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The plan was subsequently adjusted due to an unknown reason, and the valve was recaptured and withdrawn to replace it with another valve.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Added third paragraph. H6. H11. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified valve issue occurred. No patient complications have been reported as a result of this event. Additional information was received that prior to a transcatheter aortic valve replacement procedure, the patient had poor heart function. During the procedure, inside a previously implanted valve (manufacturer unknown), a pre-implant balloon aortic valvuloplasty (bav) was performed. The plan was subsequently adjusted due to an unknown reason, and the valve was recaptured and withdrawn to replace it with another valve. Additional information was received indicating that the physician requested the 26 mm valve be loaded in advance after the model was confirmed on the operating table. During placement, it was determined that the valve size did not match the patient's anatomy. The valve was recaptured and withdrawn from the patient. A 23 mm valve was implanted successfully in the patient instead. It was noted that there was no failed pre-existing valve in the patient requiring replacement.